Event description:
It was reported that during post-operative testing, the right ventricular lead exhibited loss of sensing and loss of capture. Fluoroscopy indicated that the lead had dislodged. The lead was successfully repositioned. The patient was stable during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.